Event description:
After an implantation period of approx. 76 months, oversensing with inappropriate shocks was reported. Upon interrogation, impedance values greater than 3000 ohm and a loss of capture were observed. The lead was not returned to biotronik, no explant date was provided and there is no mention of any sort of intervention. Should additional information become available, this event will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been analyzed and the abrupt increase in pacing impedance to over 3000 ohm can be confirmed. There were no iegms available for investigation but the episode listing shows 10 shock deliveries and several aborted shocks on (B)(6). In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.